Event description:
Additional information noted that the lead exhibited high pacing impedance and low pacing impedance when the device was unscrewed from the lead.

Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right ventricular lead exhibited loss of capture, and the impedance were fluctuating when the lead was plugged into the device. The lead was capped and replaced on (B)(6) 2024. The patient was stable.